Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall. The current IFU states: "the g2 filter is designed to act as a permanent filter" and "the safety and effectiveness of the g2 filter as a retrievable or temporary filter have not been established". There have been reports of complications including death, associated with the use of vena cava filters in morbidly obese patients. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Event description:
It was reported that during a scheduled removal, the filter was found to be tilted and embedded in an area near the aorta, near the patient's abdomen. Multiple attempts were made to cone the filter, however, the recovery cone could not be properly aligned with the apex of the filter it was reported. A CT scan reported "there was no free fluid in the abdomen or pelvis. The inferior vena cava, as described, with prongs extending outside the inferior vena cava and one is extending into the adjacent abdominal aorta. Opacification of the veins is less than adequate. Otherwise, negative study."